Event description:
It was reported that noise was noted on the right ventricular (rv) channel. No oversensing occurred as sensing was not on in the rv. No adverse patient effects were reported. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).